Event description:
It was reported that during an unknown procedure, the device would not staple and would not cut. Another device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). Damaged articulation mechanism. Evaluation summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with a cartridge loaded in the device; the cartridge was received partially fired and with no damage to the spring cartridge lockout. The returned device was tested for functionality with a test cartridge on the 3 articulated positions; when fired to the left, center and right the staple formation was conforming and with a proper b-form shape. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4) . The manufacturing records were reviewed and no anomalies were found during the manufacturing process.